Manufacturer narrative:
A medfusion pump was returned for analysis. The visual inspection of the pump found the pump to be in excellent physical condition. Upon powering, a continuous alarm was heard emitting from the power supply pcb. The reported issue was able to be duplicated and was confirmed. The problem source was identified as power supply.

Event description:
It was reported that the device gave a "low tone" during operation. No known adverse effects to patient.